Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of hypoglycemia. The reporter stated that his blood glucose had been very labile for 3 to 4 weeks. He reports that he had been working with his physician trying to adjust his rates in an attempt to gain better control of his blood glucose levels. The evening before his hospitalization, his blood glucose was in the 60's at 11:30 pm. He ate then re-tested 15 minutes later with no change in blood glucose. He ate again and tested, his blood glucose was up to 100 mg/dl. He went to bed and an hour later was found unresponsive. He was transported to the hospital where he was treated and released. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.